Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The unit passed all testing and met all manufacturer specifications.

Event description:
The customer reported model palmtop ventilator revel is shutting off intermittently. The customer reported that there is no patient involvement.